Manufacturer narrative:
The device is a class I device. Final device investigation found that a small piece was missing from the distal tip of the cannula. The obturator was not returned. As part of our quality process, each device is visually inspected for cracks and other defects to ensure the device meets the required specifications prior to shipment.

Event description:
It was reported that at some point during a shoulder arthroscopy a piece of the cannula broke off in the pt¿s shoulder. The doctor could not retrieve the broken piece, and it was not removed from the pt. The cannula integrity was reported to have been intact on the back table, prior to insertion and upon insertion into the pt. Add¿l info has been requested. A follow-up report will be sent if add¿l info becomes available.